Event description:
Customer reported that the suture broke mid strand one day following c-section resulting in wound dehiscence. Pt was returned to the or for surgical repair. Current status of pt is reported as fine.